Event description:
A us distributor contacted zoll to report that a patient developed itchiness under the therapy pads of the lifevest equipment. There was no alleged device malfunction contributing to the itchiness. The patient's physician prescribed a cream for the skin itchiness and nurses applied an ointment. Follow up indicated that the itchiness improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.